Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it experienced an abnormal rise in ventricular lead impedance. This ICD is involved in a product advisory.